Event description:
Cna was using an uno pt lift with the wrong sized sling to lift a resident into a fixed health bathing whirl pool. She was working alone. The whirl pool deck height was 4 - 5 inches higher than the uno's maximum lifting height, and it appeared that the cna "jerked" the resident against the pool, and pulled her over the side to enter the pool. Cna has been a "no show" and this description is assumed by the facility, since no one witnessed the act. The resident suffered a broken hip which was not discovered until the following day. She was transferred to hosp.